Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated that his infusion sets had long tubing length and would like to try the shorter tubing length. Customer's blood glucose was 140-150 mg/dl. Customer stated he is at work and unable to do troubleshooting. Customer does not want to return the set and reservoir for analysis and will call back to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).